Manufacturer narrative:
Since the subject device was not returned, the exact cause of the event could not be conclusively determined. The manufacture record for the same lot was reviewed without apparent irregularity. Based on the above, the possible cause is deduced as follows. Since the user abruptly pulled the slider, the clip opened and closed before it was firmly applied to the tissue, and came off from the hook and fell. The instructions manual of the subject device calls attention as following: "do not pull the slider quickly. This will open and close the clip." This report is being submitted as a medical device report in an abundance of caution.

Event description:
During an unspecified procedure, when the user attempted to clip, the clip fell before the tissue was successfully clipped. This phenomenon repeated three times, and the user succeeded clipping the fourth time. There was no user injury reported.